Manufacturer narrative:
UDI: (B)(4). The reporter's facility address was not provided. The device manufacture date was not available. According to the reporter, the device was discarded and will not be returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the kincise replacement cap head adapter device fractured while performing a test fire. According to the reporter, the fracture did not occur while in contact with the actual femoral head. It was unknown if there were no delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.